Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarms but there is nothing on the screen. The customer's blood glucose reading was 74 mg/dl at the time of incident. Troubleshooting found that there is a constant tone coming from the pump and the pump did not alarm before the constant tone. The customer was advised to remove battery for 2 hours and then to reinstall the battery. Customer was advised to follow back up plan and call back if further assistance is needed.